Manufacturer narrative:
Investigation of this event is ongoing. This is one of two reports submitted for this case.

Event description:
As reported by our (B)(4) affiliate, post deployment of the 29mm sapien xt valve the right coronary artery (rca) patency was unclear and a stent was placed. The 20 fr esheath was inserted without difficulty. Bav was performed 5 times. An aortogram during bav showed filled aorta with patent coronaries. The 29mm sapien xt was positioned 60:40 aortic/ventricular and deployed with slow deployment under rvp and fluoro guidance. The valve landed at the intended position with no movement during deployment. Initial post deployment tee assessment indicated no paravalvular leak (pvl), trans-valvular leak (wire insitu). The blood pressure was low despite inotropes and adrenaline and the heart rate drop. CPR was commenced, cardiopulmonary bypass (cpb) cannulas were inserted and the patient was put on cpb. A follow up aortogram indicated unclear right coronary artery (rca) patency. After a rca angiogram was performed a stent was inserted to the rca ostia. The patient stabilized. The native aortic valve diameter measured 27.1mm x 26.1mm by CT with severe leaflet calcification. The aortic valve area measured 542mm². The sinotubular junction (stj) diameter was 24mm and the sov diameter 32mm.

Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. Cine and tee images of the procedure were provided to edwards by the facility for internal review. The images were reviewed by an edwards¿s physician and the following observations were made: procedural cine: heavily calcified leaflets (especially in the right coronary cusp (rcc)). The patient has a horizontal aorta and large aortic annulus. Bav seen 5 times. Bav 1-3 were not effective (the balloon slips). Bav #4 was effective. Contrast injection with no contrast was seen around the balloon. A large calcified area seen in the rcc causing bav waist. The xt valve was deployed in good position, contrast injection shows patent left main; unable to visualize the right coronary artery (rca). Pci (balloon and stent) of rca. Possible rca dissection seen. Tee: flail or torn leaflet seen on rcc. Unable to visualize rca. No hematoma or rupture seen near lcc. Impressions: heavily calcified leaflets (more in rcc). On the first 3 bavs, the balloon is shown slipping from aorta to the left ventricle. The 4th bav was effective. Contrast injection during bav shows no movement of contrast around the 25mm balloon. The xt valve was deployed in good position. The root injection shows patent left main, but unable to visualize rca well. Large calcified area seen in rcc causing bav waist. During pci of rca, appears to be a possible dissection of rca rather than an embolic occlusion. No annular rupture or hematoma seen. Tee shows a flail or torn leaflet on rcc. Does not appear to be occluding rca. Unsure if possible rca dissection caused by bulky calcification or torn leaflet (tear extends to rca) with multiple bavs. Recommend in presence of bulky calcification and no contrast seen around 25mm bav, conservatively use a 26mm sapien xt rather than a 29mm sapien xt. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.